Event description:
It was reported that pump displayed recurring malfunction alarm 12 with high blood glucose reading shown only as ¿high,¿ and customer was upset because issue had occurred previously and requested replacement pump. Customer gave correction insulin injection by pen or syringe, did not need help from emergency services, and there was no additional information regarding further impact to blood glucose level. Technical support assisted customer in resetting pump.